Event description:
It was reported that a malfunction code, malf 12, occurred due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to reach out if the issue happened again. The customer understood and acknowledged the instructions.